Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was experiencing a low blood glucose (bg) 30 mg/dl event. The customer treated with carbs to address bg levels. The customer stated that the cause of the low bg may possible due to insulin stacking and diabetes bg swings that occur. The customer declined troubleshooting. Tandem technical support recommended to customer to consult their healthcare provider regarding the low bg.

Manufacturer narrative:
Remove check from product problem